Event description:
It was reported that the tip of the distal end was broken. According to the reporter (olympus sales representative), customer stated that when the scope was unwrapped after reprocessing, the tip of the distal end found broken. There was no patient harm , no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation noted the customer reported issue was confirmed. The probe unit tip was broken. The scope passed the leak test. It was also found that the scope has non-olympus parts (a-rubber and a-rubber glue both are non olympus). Image checked performed and found one (1) image guide breakage supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the device problem. A definitive root cause for this issue was not established. However, it is probable that mishandling or stress damaged the tip of the probe unit. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.